Event description:
The screws on the backplate of the disposable blood pump were loose and questioned whether the valves were functioning correctly. The blood pump was returned to co and evaluated. The screw problem was confirmed. The valves were found to be functioning satisfactorily.